Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a univers revers modular glenoid system surgery, the tip of the device broke off. A postoperative x-ray image does not show that the broken part remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.